Manufacturer narrative:
(B)(4). The customer returned a connector assembly for evaluation. Signs-of-use in the form of biological material were observed on the inside of both extension lines. Visual analysis revealed the arterial (red) luer hub contained a crack and a few scratches. The venous (blue) luer hub also contained scratches. The damage appeared consistent with repeated tightening on the luer. The connector assembly was functionally tested by injecting both lumens using a water-filled lab inventory syringe and closing the extension lines clamps. When the arterial line was pressurized leaking was observed at the hub. No leaks were observed on the venous line. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial luer hub contained a large crack and the venous luer hub contained multiple scratches. The appearance of the crack was consistent with over-tightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the venous luer hub was found cracked during hemodialysis. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the venous luer hub was found cracked during hemodialysis. No patient injury or complication reported. The patient's condition is reported as fine.